Event description:
During a standard inspection of a customer returned asset, the unit's image was checked and no image was observed due to a faulty charge-coupled device (ccd). This report is being submitted to address the no image issue noted during the evaluation. There was no device issue, patient or user injury reported by the customer.

Manufacturer narrative:
The event date is (B)(6) 2021, when the ccd failure was noted. Further inspection of the returned device found no other abnormalities with the unit. In addition, the legal manufacturer completed an investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not determine the root cause; however, it was presumed that no image was displayed due to a failure of the ccd unit. The cause of the ccd failure is unknown. Olympus will continue to monitor field performance for this device.